Event description:
It was reported that tip breakage occurred before use with a bd¿ 20 ml syringe with needle. The following information was provided by the initial reporter, "it's noticed that the tip of barrel breakage during draw liquids."

Manufacturer narrative:
H.6. Investigation: bd has not been provided with photos or samples for catalog 301948, lot 1605164, to investigate for this record. Unfortunately, as a result, bd was unable to verify the reported issue or determine a definitive root cause. The material used to manufacture discardit syringes has been selected and tested to resist normal conditions of use. The assembling machines have an on-line detection system that inspects 100% the syringes, rejecting automatically the syringes with broken parts like the tip of the barrel. DHR showed no indication of the alleged defect.

Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog or a lot number could not be confirmed for this incident, and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that tip breakage occurred before use with a bd¿ 20 ml syringe with needle. The following information was provided by the initial reporter, "it's noticed that the tip of barrel breakage during draw liquids."